Manufacturer narrative:
Eleven unused samples inside sealed blister packages were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage, pressure and functional testing were all completed and performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that several one-link needle-free intravenous (IV) connectors were allowing air bubbles into an unspecified cassette IV set when used in conjunction with the secondary port on the set. This occurred during setup before a patient was connected. A non-baxter pump was being used at the time of these events; the pump presented an alarm due to the bubbles. There was no patient involvement. No additional information is available.